Event description:
The account generated a falsely depressed hemoglobin of 3.2 g/dl on a microtainer sample processed on the cell-dyn emerald. The sample was repeated with higher results of 9.8, 10.6, 15.7, 12.2 g/dl. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An evaluation is in progress. A followup report will be submitted when the evaluation is complete.